Event description:
On (B)(6) 2012, pt reports stimulation in the wrong location. Caller reports on saturday felt stimulation on her stomach / ribcage area, slight stimulation on her leg. Reports on group b at 4.78v and that is the highest she can tolerate. Reports had it higher, but could not stand it. Denies any fall or trauma to the area

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).